Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor siltex round moderate profile 375cc saline prosthesis on the right, and an unknown mentor saline prosthesis on the left. Deflation on the right breast prosthesis was observed upon consult with the patient's physician. As a result, the patient underwent unilateral removal and replacement with a mentor siltex round moderate profile 375cc saline prosthesis on(B)(6) 2018. Capsular contracture baker grade unknown on the left breast prosthesis was indicated during procedure, but was not explanted. At the time of this report, mentor has received no information regarding explant date. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-05416 for the contralateral prosthesis.